Event description:
It was reported by the surgeon to sales that an edwards aortic magna ease bioprosthetic valve was implanted then subsequently explanted and replaced due to a perivalvular leak. Despite multiple attempts with the healthcare provider, no additional information was provided.

Event description:
Patient hospital records were provided and reviewed: findings at surgery indicate, " the [native] aortic valve was trileaflet and heavily calcified. There were huge balls of calcium heaped up on the leaflets of the valve and there was significant calcium down into the annulus and onto the aorti mitral continuity and the anterior leaflet of the mitral valve." Operative report details indicate, " ...the aortic valve was well seated and functioning nicely. However, there dfid seem to be aortic valve insufficiency. There was more than I was confortable with...we opened the aortic incision and and looked at the valve. There seemed to be a small area with two pledgets had not approximated properly. I put an extra stitch in there and brought it up through the sewing ring of the valve. This seemed to close the that defect...unfortunately, the area of the leak was still there, I could not be sure that this was a valvular leak. I thought it might still be a perivalvular leak...[valve was removed and replaced with another device] the patient was transferred to the cardiac surgical intensive unit in stable condition."

Manufacturer narrative:
The explanted device was returned to edwards, and is currently undergoing functional testing. Multiple attempts with the healthcare provider to obtain the intraoperative echocardiography are unsuccessful to this writing. Attempts are ongoing. Device evaluation results, as well as any additional information, will be reported once available.

Manufacturer narrative:
Device evaluation: as shown in air, valve leaflet coaptation appears normal. There is minor damage to the cloth and sewing ring that presumably occurred during implant or explant. There are indentation marks present on leaflet 1 and leaflet 3 that were most likely caused by hemostats or forceps during implant or explant. There are several areas of non-transmural tissue damage located on leaflet 1. These areas of tissue damage were most likely caused by a sharp tool during implant or explant. The free edges of leaflet 2 and leaflet 3 near commissure 3 contain creases. This type of damage is characteristic of a force being applied on the free edge in the direction of the sewing ring. The leaflets, cloth, and sewing ring have minor stains that are consistent with blood residue. X-ray imaging reveals that the wireform and stiffener band are intact. Functional testing : functional testing was then performed in a pulse duplicator under normal physiological conditions. Leaflet 1 is slightly lower with respect to leaflet 2 and leaflet 3 in the fully closed position. No central hole is present in the valve in the fully closed position. The total regurgitant fraction (trf) is 1.9%, which is more than five times lower than the 10% maximum trf allowed for this size valve per iso5840:2005. Despite attempts by edwards, no echocardiography recording was provided, thus the reported behavior and functionality of the bioprosthetic valve in vivo cannot be confirmed or evaluated. The provided information and edwards investigation suggest nothing to indicate a device quality deficiency that may have cuased or contributed to this event. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. In this case, it was noted that the patient's annulus exhibited "huge balls of calcium". A review of the manufacturing and inspection records related to this device was completed, and the results show that the device met all manufacturing specifications. No further action is required at this time.